Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw at an unknown tooth site stripped. Attempted removal of the stripped prosthetic screw but it was unsuccessful. Patient opted to have the implant removed. The patient had the fractured crown for a long time.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation was performed. Damaged drive feature and unable to unscrew. Malfunction. DHR and complaint history review could not be performed since the lot and item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction has occurred. The screw¿s drive feature was observed to be damages and unable to be removed. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.